Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the right atrial lead exhibited high capture thresholds. The lead was capped and replaced during the procedure. The patient was doing well post surgery.